Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system, gpos was installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported